Manufacturer narrative:
Product complaint # (B)(4). Additional information: b3, additional information provided: this file displays "intra op" however there are 2 different dates in the event date and procedure date fields. Please advise if this was truly intra op or post op? =>intra. Which dates are accurate for each field: event? => 2025/01/31. Procedure? => (B)(6) 2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2025 and a drain was used. The drain was adhered to the sterilization package in which it was packed. After peeling them off, when water was passed through the drain, water leaked from the middle of the drain. The product was not used for the patient. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided upon receipt and analysis, sticked marks were present on the trocar, nearby drain-trocar joint. And chip-off marks on upper surface of the drain was found.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please advise if this was truly intra op or post op? Which dates are accurate for each field: event? Procedure? H3 evaluation: complaint sample review: total two complaint samples drains with separated trocars were received for evaluation, both the products checked visually, below were detailed observations: sample (B)(6). 1. There were sticked marks visible on both the trocars, nearby drain trocar joint. Also, the drains had similar chip-off marks. 2. In reference to the complaint details "drain was adhered to the sterilization package in which it was packed", no negative observation was identified. As per standard practice, 100% functional test and 100% visual inspection was carried out visually before and after packing of finished goods, prior to the product release. There is no scope to miss such defect, at manufacturing / release stage, and lead to the defect generation. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.